Event description:
The pt experienced no stimulation and decreased therapeutic effect. The extension appeared to be cut on x-ray (date not reported). The extension was replaced. The pt experienced good stimulation coverage afterward. A follow-up report will be submitted if additional info becomes available.